Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that the power inlet melted during a surgical procedure causing the microscope to power off. The procedure was completed with another surgical microscope. There was no patient injury reported.

Manufacturer narrative:
This is a final report. Leica microsystems has performed a root cause investigation which revealed that the observed issues are caused by a design weakness of the power insert module. A supply voltage on the m530 ohx microscope system of 100 - 120 vac leads to input currents of 10 amps. This input current amperage is at the upper specification limit of the fuse holder and the associated fuse. This excess amperage is causing overheating of components in the power insert module to values above the maximum allowable temperature limits. This overheating inside the fuse-holder can lead to inadvertent triggering of the fuses by in-rush currents when the xenon illumination is utilized and can cause an unintended interruption of a surgical procedure. If the defect occurs, the main fuses can inadvertently operate and would need to be replaced in order to be able to continue the surgical procedure with the affected microscope. A design change was introduced and a field safety corrective action was initiated to address the issue. For details refer to health hazard evaluation (B)(4).